Event description:
The device was used during a thoracotomy. Reportedly, when the surgeon fired and cut, the thumbpiece disengaged. The stapler was dismantled to remove. A tear was noted and the surgeon repaired with suture.